Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).s

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulates the inspiratory gas flow and gas mixture. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as neither the device's log nor the claimed part were available for further analyze.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).